Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no delivery alarm. The customer's blood glucose was 387 mg/dl. The customer stated hp test was not passed. Motor not detected occluded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump failed displacement test followed an alarm during rewind due to motor encoder signal out of phase. Unit received with operating currents within spec. Unit passed selftest and unexpected restart error test. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement accuracy test due to motor anomaly. Unit was unable to download due to multiple alarms in history screen.. Alarms are due to corrupted history file. Unit received with cracked battery tube threads.